Event description:
It was reported that a pt ventilated by the evita expired. The machine possibley not at fault. The pt was in a bad condition but the dr reported that the pt got not the full volume.